Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system powered down within one minute of being unplugged from a known operational outlet. It was reported that the issue occurred when transporting the navigation system into the operating room (or) prior to a procedure. It was noted that the navigation system was charged prior to the reported issue occurring. There was no patient present when this issue was identified. No additional information was provided.